Event description:
A malfunction alarm was reported with the pump, specifically alarm 20, it was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to customer's blood glucose level. No replacement pump was issued since the current pump was out of warranty. No additional information regarding the customer¿s outcome was reported.